Event description:
When skin prep tray opened to prep pt for surgery, found one long hair in preoperative skin prep tray. Noted long hair in white overwrap, next to plastic iodine container upon opening.